Manufacturer narrative:
Pump received with cracked battery tube thread, reservoir tube lip completely broken off, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the reservoir area is cracked in 3 places and in 1 place at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.